Event description:
Refer to MDR #1219856-2006-00415 for initial information concerning this event. It was reported the md inserted the iab without a sheath. After the iab was in place at the aorta, the patient was moved to the ICU. Twenty-four hours later, the pump began to alarm and blood was found in the line. The iab was removed. Refer to MDR#1219856-2006-00417 for next event involving the same patient.

Manufacturer narrative:
Evaluation: the iab was returned. The sheath, pump tubing and guidewire were not returned. A guidewire was fed thru the central lumen with no resistance. The iab was submerged and pressurized in water. Bubbles exited the bladder, approximately 22 cm from the distal tip, at an abraded area, approximately 5 mm in length. The IFU states, "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of iab perforation is unpredictable and may be due to calcified plaque, resulting in membrane surface abrasion and eventual perforation." A DHR re-review was performed without findings. The root cause for the abrasion may be due to calcified plaque.